Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The issue has not recurred on site.

Manufacturer narrative:
No logs/files/scans were returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeons successfully registered the patient using pointmerge. Accuracy was verified and the check points were stored. While the surgeons were draping the patient and setting-up the sterile surgical field, the computer re-started itself. It was stated that no one moved anything and there was power supply. They readied the system, and found the check-points had been erased; the surgeons verified accuracy before making an incision and navigation was not accurate. The surgeons began the surgery, made the incision, registered the patient storing new points in the software and navigated with accuracy. The surgeon completed the procedure satisfactorily with the use of the navigation system. There was no impact on patient outcome.